Manufacturer narrative:
The sections have been updated accordingly. As reported, an exoseal vascular closure device (vcd) f6 was prepared for hemostasis after a percutaneous coronary intervention (pci), however it was confirmed that the hemostasis plug was hanging and almost dropped off the end of the device. Therefore it was replaced with a new exoseal vascular closure device to complete hemostasis. No bleeding complication occurred during or after the procedure. There was no reported patient injury. The product was not clinically used. The patient¿s information, target lesion, vessel level of tortuosity, calcification was and rate of stenosis was unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to instructions for use (IFU). No visible signs of device or package damage prior to use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Additional procedural details were requested but are unknown. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are warned to not use the exoseal vcd if the device appears damaged or defective in any way as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted upon receipt. A review of the manufacturing documentation associated with this lot 17665579 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, an exoseal vascular closure device f6 was prepared for hemostasis after pci procedure, however it was confirmed that the hemostasis plug was hanging and almost dropped off. Therefore it was replaced with a new exoseal vascular closure device to complete hemostasis. No bleeding complication occurred during or after the procedure. There was no reported patient injury. The product was not clinically used and it will not be returned for analysis. The patient¿s information, target lesion, vessel level of tortuosity, calcification was and rate of stenosis was unknown. The physician achieved certification on the use of exoseal vcd. The exoseal vcd was prepped according to instructions for use (IFU). No visible signs of device or package damage prior to use. The vascular sheath introducer retracted until the hub engaged with the indicator wire cowling. The vascular sheath introducer locked against the handle assembly and an audible click was heard. Additional procedural details were requested but are unknown.